Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor, pre-filled with compounded product leaked inside the manufacturer's bag. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between january 10, 2024 - january 12, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. A functional leak test was performed after ensuring the winged luer cap is securely connected to the device, and no signs of a leak were observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified during visual inspection. The cause of the reported condition could not be determined; however, the potential cause was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.